Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: department of cardiology, shimane prefectural central hospital.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending artery that is 90% stenosed. The 3.0x23mm xience skypoint stent delivery system became stuck when advancing through another guide extension catheter and both devices were removed together as one unit. Once removed the stent strut was not to be flared. Another device was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - lot# updated to 2051241.